Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated insulin occlusion alerts and an ¿unable to proceed. Please check notifications¿ message during multiple supply changes, with troubleshooting revealing the patient had refilled and reused a prior cartridge and connected insulin outside the pump before subsequently attempting additional changes with new supplies; the pump was replaced after the load process could not be completed despite dry runs and new components. Symptoms included persistent hyperglycemia with readings reported as ¿high¿ and alerts above 300 mg/dl for over 90 minutes. Outcomes included the need for backup therapy with subcutaneous insulin injections and temporary discontinuation of pump use, without medical intervention or hospitalization. Investigation included guided troubleshooting, dry-run load attempts without supplies, repeat load sequences using new cartridge, connector, and infusion set, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous occlusion alarms; no defects in consumables were confirmed. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factor.